Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that fitting failure of the head trial (p/n: 253091000) and the neck segment (p/n: l94007) during the tha of the patient¿s right hip joint on (B)(6) 2019. The surgeon attempted to attach them, however it was too hard to fit. The neck segment was separated and removed from the operative field, and the doctor managed to attach the head trial and the neck segment with both hands, and it was able to fit finally. In addition, to separate them was not also easy. The surgery was completed within a 30 minutes surgical delay, and there was no adverse consequence to the patient. No further information is available.